Event description:
It was reported that the patient received high voltage therapy from their pulse generator and presented to the emergency room (ER). Upon review, the physician thinks the patient received inappropriate shock due to an episode of atrial fibrillation (af) followed by rapid ventricular response (rvr). Atrial lead undersensing was observed. The atrial sensing and vt zone detection were reprogrammed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).